Event description:
Additional information received indicated that the event was observed during vitreoretinal surgery and that there was no patient harm. The surgery was completed with the same footswitch, but the staff had to find the correct position for it to function properly.

Manufacturer narrative:
Additional information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, the coagulation function of the ophthalmic system failed. The sound from the coagulation feature was intermittently present, and the corresponding icon was also absent from the screen. The surgery was completed on the same day. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.